Manufacturer narrative:
Phone # requested but not provided. (B)(4). Event is currently under investigation.

Event description:
On (B)(6) 2016, during a aaa procedure the user encountered a problem with sheath from a zenith flex aaa endovascular main body graft. Major leak from hub of sheath (not valve) but where the blue end of the sheath meets the hub, just before the valve. The leak was independent of turning the valve open or closed. A constant dribble was noted. The patient is reported to be doing well. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, trends, functional test, and visual inspection of the returned device was conducted during the investigation. Visual and functional inspection was performed upon receipt of the returned product. Functional testing demonstrated that leakage occurred during a saline flush while a 16 fr dilator was inserted across the valve. No leakage was observed when no dilator was present. Visual inspection revealed tearing of the silicone disk within the captor valve, and that the iris valve was unseated. The iris valve could have become dislodged at a myriad of instances during the operation, or during returned product testing. Because leakage first occurred through the silicone disks due to tearing, the unseated iris valve did not contribute to the root cause. Tearing of the silicone disk will lead to the failure mode observed of leaking through the hub. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
An international customer reported that during an abdominal aortic aneurysm (aaa) procedure, the user encountered a problem with the sheath from a zenith flex aaa endovascular main body graft. Major leakage occurred from the hub of the sheath (not the valve) where the blue end of the sheath meets the hub, just before the valve. The leak was independent of turning the valve open or closed; a constant dribble was noted. The system was flushed with heparinized saline prior to patient contact; it was noted that it was difficult to flush the sheath and there was uncertainty as to if the flush had proceeded through the full introduction system. The flush was noted to come out through the valve during preparation. It was reported that a few hundred cc¿s of blood was lost; a replacement sheath rectified this issue. No transfusion was required. A standard dose of heparin was administered to the patient. The patient is reported to be doing well; stents were successfully deployed in situ as planned.